Event description:
It was reported that high, out of range impedance and high capture threshold were observed. The patient was asymptomatic. The lead was explanted and replaced. The patient was stable following the procedure and will continue to be monitored normally.